Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device-evidence of contact with metal in or out of the operative field. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. The "remove instrument from patient" yellow message screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics the surgeon is guided to remove the instrument from the incision before proceeding. The "replace instrument" yellow message screen displayed after receiving two consecutive yellow alert screen messages and is advising of potential blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after about two hours use, the op-nurse cleaned the jaws, and the "active blade" got broken (got off). This outside the patient. Before the op-nurse started to clean the device, the generator showed "remove instrument from patient" and "replace instrument" among some other "texts", and took it out from the patient. The instrument was replaced with a new one. No patient consequence reported. One device will be returning.